Event description:
It was reported several cased of prolonged drainage occurred up to three weeks post. Operatively due to the presence of effusion, after thoracic aorta surgical procedures. Graft remained however implanted in all instances.